Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. A foreign material was found around the nozzle, therefore it could be considered that it was clogged in the nozzle temporarily. As a result of component analysis of foreign material, it was found that it was a silicone-based substance. Silicone-based substance could not be identified from this analysis because they are used in various applications such as antifoam agent.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), a sticking substance was confirmed inside the nozzle. There was no report of patient injury or infection associated with the event. The facility uses the endoscope reprocessor of (B)(6) pharma.